Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010.the history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. These symptoms would support the reported customer issue of device switches on automatically. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure.the returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
No patient involved. Fsca devices switching on automatically.